Manufacturer narrative:
Complaint no. (B)(4).

Event description:
It was reported that an incident took place in the digestive surgery unit. It was observed that the "attachment fin and catheter's centre separate. (Defect noticed on a patient)"